Event description:
It was reported that the zimmer ats 3000 did not hold pressure in the cuff and gave off interfering signals. Additional clinical follow up with the customer indicated that there was no info available from the customer regarding the procedure outcome, delay, or harm to the pt. No medical or surgical intervention was reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up report will be submitted once the device has been returned and the investigation is complete.